Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the helix of the right atrial (ra) lead had extension/retraction difficulties. The ra lead was not used and was replaced. No patient complications have been reported as a result of this event.